Manufacturer narrative:
Correction: d1, d4. Additional information: d9, g4, h3, h6, h11. H11: the actual device and a photograph of the sample was received for evaluation. Visual inspection of photograph and returned sample was performed which observed a dark brown particle of foreign matter on the outside of the white downstream connector on the inlet. Further analysis identified the particulate to be a polyamide material consistent with degraded protein. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found on the surface of a vented high-volume inlet during visual inspection before connecting the device to the compounder. There was no patient involvement. No additional information is available.